Manufacturer narrative:
The alarm and qc traces did not indicate an issue. Upon further investigation by the field service engineer, the partially clogged sample probe and the degraded pinch valve tubings were concluded to have caused the issue. The pinch valves were all cleaned and lubricated and the pinch valve tubings were all replaced. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and cleanings. He performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas 6000 e 601 module. The patient's initial estradiol result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. At 16:09, the patient's initial estradiol result was 3000 pg/ml with a data flag. The patient's estradiol result with a 1:10 dilution was 30,000 pg/ml with a data flag. At 18:21, the patient's repeat estradiol result was 147.5 pg/ml. At 18:47, the patient's repeat estradiol result was 152.4 pg/ml. The patient's estradiol result with a 1:100 dilution was 2346 pg/ml with a data flag. The estradiol reagent lot number was 173998 with an expiration date requested but not provided.